Event description:
It was reported to philips that the device would power off and on unexpectedly due to broken pins on the battery pca. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 1 was found bent and compressed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device would power off and on unexpectedly due to broken pins on the battery pca. The device was not in use on a patient.